Manufacturer narrative:
(B)(6). Additional product code: hwc. Unknown exact date; reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: may 19, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient reported pain after implantation of a trochanteric fixation nail (tfn) in (B)(6) 2015. After an x-ray on an unknown date, it was found that the helical blade was never locked and had protruded through the femoral head into the acetabulum. The surgeon removed the nail, blade and locking bolt and revised the patient to a total hip replacement. There was no surgical delay. The procedure was successfully completed. The patient outcome was reported as stable. This is report 2 of 2 for (B)(4).